Event description:
The multifocal intraocular lens was removed and replaced with a monofocal, due to the patient's intolerance of halos and glare.

Manufacturer narrative:
Lens was not received for analysis. Halos, and glare are a known and labeled possible side effect of multifocal lens implantation.